Event description:
It was reported that the pt reportedly had complications from a surgery performed in 2003. Six days later the pt was diagnosed with a perforated esophagus alledgely due to a dislodged screw.